Manufacturer narrative:
Correction: b5: blower failure alarm. Results of investigation: the suspect device was not returned for investigation. No exact root cause was determined but most likely, the failure is due to unit blower electronics. As a resolution, vyaire medical initiated to install the new unit for replacement with serial number (sn): (B)(6).

Event description:
The customer reported that the bellavista 1000 alarmed blower failure. The customer confirmed that there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log file was reviewed by vyaire technical support and provided troubleshooting steps. Based on the troubleshooting screenshot it looks like the blower is defective. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed lower failure. The customer confirmed that there was no patient associated with the event.